Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 116 mg/dl. A prime was initiated but the insulin pump alarmed no delivery. The customer changed the infusion set without changing the reservoir. A plunger push was attempted and there was greater than normal resistance with the push. The reservoir was changed and the customer was able to prime without incident. The reservoir was not returned for analysis.